Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. Therefore, the investigation is confirmed for the reported balloon rupture, and material deformation. The root cause could not be determined based upon the available information. The device is labeled for singe use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 426-1201x pta balloon dilatation catheter allegedly experienced material rupture and material deformation. The information was received from a single source. One patient was involved with no reported patient injury. The patient age, weight and gender was not provided.